Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer had high blood glucose of 457 mg/dl. She was shopping at the time of the incident and left her test kit at the store. She had taken a bolus for the high but was trying to calibrate. Insulin pump kept saying that calibration was required. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined any further troubleshooting because she stated her blood glucose was coming down. She believes that she may not have given herself the right amount of insulin for the carbs that she had eaten. The insulin pump will not be returned for analysis.